Event description:
The customer reported that the fluoroscopic grid has fallen off of the tower and the laser light also failed during use. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative verified the image intensifier was functional. The system was tested and found to be working as intended and put back in service.